Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.25" tubing is detaching. There was no report of patient impact. The following information was provided by the initial reporter: tubing is detaching from the catheter when pulling the needle off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.25" tubing is detatching. There was no report of patient impact. The following information was provided by the initial reporter: tubing is detaching from the catheter when pulling the needle off.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-may-2023. H6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 20 sealed 20ga x 1.25in. Nexiva units from lot nubmer 2250144. A leak test was performed where no leakage was observed. There was no damage or separation of the tubing discovered. A lack of adhesive may cause a separation of the tubing, so a slight pull was performed on each unit, but no separation or damage was discovered. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva single port with maxzero, 20g x 1.25" tubing is dettatching. There was no report of patient impact. The following information was provided by the initial reporter: tubing is detaching from the catheter when pulling the needle off.